Manufacturer narrative:
Correcting d10- other product involved ¿ otv-s7 was omitted from the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, cable failure caused the image to flicker. The cause of the faulty cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image flickered due to a defective cable. Also, evaluation found the charged coupled device (ccd) could not be removed from the coupler. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the cable of the camera head was defective resulting in a flickering image. The issue occurred during reprocessing prior to a diagnostic hysteroscopy procedure. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.